Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasions were found at 24.0-24.2cm, 30.0-30.1cm, 41.7-41.9cm and 46.3- 46.8cm from the connector pin. External insulation abrasion was found at 42.2-42..9cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at these locations.